Manufacturer narrative:
B3: unknown; no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the pump alarmed error b2022506 indicating travel reverse. Per reporter, this event occurred during testing, there was no physical damage reported, and there was no patient involvement.

Manufacturer narrative:
One device was received for evaluation. Visual inspection found no external damage. There was a 'travel course reverse/ check clutch error' revealed in the event history log. Functional testing was able to duplicate the reported problem. It was determined that the damaged plunger case was the root cause and was replaced. The service history review had no indication that the complaint was related to a service of the device within the review period.